Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure.

Manufacturer narrative:
The pod was received not deployed. The download data showed that an 0x41 alarm had been generated by the pod during the second priming sequence, preventing the pod from completing activation and deploying. Rotational sensor assembly abnormalities were observed in the data which contributed to the 0x41 alarm. Inspection of the pod found debris on both rotational sensor springs. This debris contributed to the rotational sensor abnormalities that caused the 0x41 alarm and prevented the pod from completing activation.